Manufacturer narrative:
Based on the current information provided, the causes of the customer reported failure mode and intra-operative complication cannot be determined. As of the date of this report, the stapler instrument and reload have not been received for evaluation. A follow up MDR will be submitted if additional information is received. No video/images were provided by the customer for review. A review of the stapler logs has been performed by an isi failure analysis engineer (fae). Per the fae, the logs show curved-tip stapler 30 instrument (part #470530-08, lot #t10210610-0017) was installed 7 times and fired 5 reloads (4 green followed by 1 white). The first 4 firings were completed per the logs. The 5th firing (white) resulted in a firing failure at < 1% completion. The logs show error 22030 indicating a firing failure occurred with this instrument. There were no incomplete clamps on the install with the firing failure, but the instrument did have 3 incomplete clamps in 8 clamp attempts overall. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy, a partial fired occurred when the surgeon fired a white stapler 30 reload with a curved-tip stapler 30 instrument. As a result, the surgeon attempted to use a 3rd party gia hand-held stapler instrument but encountered bleeding. In order to control the bleeding, the surgeon elected to convert the procedure to open surgery. The causes of the customer reported failure mode and intra-operative complication are unknown. Blank MDR fields the expiration date in is not applicable. Field is not applicable because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy with sleeve resection procedure, a partial fired occurred when a white stapler 30 reload was fired with a curved -tip stapler 30 instrument. The stapler reload blade and staples were never fully deployed. After receiving a blade exposed error message, the surgeon was advised to use a 3rd party stapler instrument as the customer did not have a backup da vinci stapler instrument to use. The surgeon attempted to use an unspecified 3rd party gia hand-held stapler instrument. However, bleeding was observed and as result, the surgeon elected to convert the procedure to open surgery. During the event, an intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted an isi technical support engineer (tse) for assistance. Per the csr, the customer had a couple of fires on thick tissue. When the customer attempted to fire on an unspecified vessel, the fire could not be completed/performed. The tse reviewed the system logs and found error 22030 indicating a firing failure. During the call between the csr and tse, the customer made the decision to convert the case to open surgery. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.